Manufacturer narrative:
On 9-sep-2024, the product investigation was completed. D4 primary UDI number has been updated to (B)(4). Device evaluation details: it was reported that there were bubbles in the irrigation tubing during the procedure that were noticed by the physician but the ngen pump never alerted that there were bubbles detected. No failure was found with the device. A device history record evaluation was performed for the finished device number (B)(4), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a ngen pump and there were bubbles in the irrigation tubing during the procedure that were noticed by the physician but the ngen pump never alerted that there were bubbles detected. The tubing was flushed and the tubing and the pump sensor "looked good". When bubbles were noticed, the catheter was removed from the patient¿s body and flushed. There was no adverse event reported.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).